Event description:
Received an ecommerce complaint in the home depot report that said "customer fell twice and is in the hospital". Only additional information provided by the report is store number (B)(6) in (B)(6). End users name and address not provided. No photos provided. Unable to get device returned due to unable to contact complainant. No additional information was provided. No way to contact the end user. Information was pulled from https://supplierhub.homedepot.com/.